Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that borderline stress test occurred. In (B)(6) 2010, clinical status assessment indicated that the patient's qualifying condition was stable angina and was referred for cardiac catheterization. The target lesion was located in the 1st obtuse marginal (om) branch with 80% stenosis, a length of 12mm, and reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 20mm study stent with 0% residual stenosis. The following day, the patient was transferred on aspirin and clopidogrel. In (B)(6) 2010, an event of borderline stress test was reported. No action was taken to treat this event. In (B)(6) 2011, the event was considered resolved without residual effects.